Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported unintended movement of clip open during efaa and difficult to open or close (clip jumping). There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3 with a restricted posterior leaflet. The clip was inserted and placed on the valve. However, while establishing final arm angle (efaa), it was observed the clip jumped open from about 10-15 degrees to 40 degrees. Troubleshooting was performed, but the issues continued to occur; therefore, the clip delivery system (cds) was removed and replaced. Two clips were deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.